Event description:
The customer alleges back to back results of hi and 172 mg/dl. Controls were not run. The device is stored in the kitchen, which is inconsistent with labeling. No report of an adverse event. Return requested and replacement was sent.